Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". The issue was resolved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the dilator tip was found damaged during used on the patient". The issue was resolved by using a new device. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one, opened hemodialysis kit including a 12fr dilator and the product lidstock for analysis. Signs of use were observed. Visual inspection of the dilators revealed the tip was deformed. Microscopic examination of the dilator revealed the thickness of the dilator extrusion at the distal tip appeared uneven. The dilator met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. The manufacturing unit confirmed that the observed defect was related to internal handling during the manufacturing process. Based on the sample received and comments from manufacturing, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system to evaluate this issue.